Event description:
It was reported that the cadd-solis vip pump kit had an unattached downstream occlusion seal (dso) during testing. The reported issue may result in improper occlusion detection and may allow fluid ingress, potentially affect the dso sensor and lead to delivery inaccuracy result in serious injury if it occurred during use. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, downstream occlusion seal was noted to be delaminated. The customer complaint was confirmed. Replaced dso seal. Performed dso/uso sensor calibration. Unit passes recalibration and post occlusion testing. The probable cause was due to no enough adhesive under perimeter of seal.